Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported the patient had his scs ipg replaced during surgical procedure that took place on (B)(6) 2022 because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.